Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate, suggest that this event is related to tolerance variations and extremes.

Event description:
The insert would not snap in securely to the baseplate and also "pistoned." Another insert was available and was successfully implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.